Event description:
It was reported that following implantation of an implantable neurostimulator and leads, the incision at the stimulator site reopened and split open, which exposed the battery/stimulator. The patient was described as very thin, and the physician was not certain whether infection was present. During the explant procedure, the physician successfully removed the neurostimulator and explanted the leads, and cultures were taken from the battery pocket and sent to the lab with results pending. The issue was reported as resolved, and the patient was alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.